Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp). The device would auto-inflate on its own and would not inflate to its original size. The patient could also feel a sharp corner at the tip of the glans that was causing discomfort. There has been no surgical intervention at this time and no additional patient complications reported.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp). The device would auto-inflate on its own and would not inflate to its original size. The patient could also feel a sharp corner at the tip of the glans that was causing discomfort. There has been no surgical intervention at this time and no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.